Manufacturer narrative:
Imaging could not be provided for evaluation. Engineering evaluations were unable to verify that there was a system malfunction. Based on the reported issue description, the trajectory plan was confirmed to be appropriate and the registration was confirmed to be accurate. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that during a procedure using the excelsius cranial application, several biopsy samples were taken and caused bleeding that was fixed intraoperatively. This event occurred in poland.